Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found that the collet prelocked or detached or missing. It was unknown if the issue was procedural. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot#: n807201, product type: catheter. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-apr-06 regarding a patient receiving compounded baclofen (880mcg concentration at a dose of 1204mcg/day), prialt (6mcg concentration at a dose of 8.2mcg/day), and clonidine (250mcg concentration at 342mcg/day) via an implanted infusion pump. It was reported that during a pump replacement procedure, the collet on a new catheter connector was broken. There were no patient symptoms as the product was discovered to be defective by the scrub nurse prior to using it. After the broken connector was discovered, the hcp elected to use the pump connector segment with the attached collet from another catheter model. The issue was considered resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
Continuation of d11: product ID 8785, lot# n807201, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.